Event description:
The customer reported that the electrolyte injection cup (eic) involving a unicel dxc 800 synchron system had overflowed. The customer was wearing a lab coat, gloves and eye protection at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with the event. The customer technical support (cts) assisted the customer with troubleshooting over the phone. The cts directed the customer disassembled the eic to check for clots but none were found. The customer was then instructed to remove valve j10 and j6 and noted an unknown substance on the face of the valve. The customer proceeded to clean the valve and no further eic overflow was reported to beckman coulter. The issue was resolved by the customer with the help of customer technical support.

Manufacturer narrative:
Issue was resolved by the customer with the help of beckman coulter customer technical support over the phone. (B)(4).